Event description:
The distributor reported that a staff nurse at hospital, was pumping up the stretcher to allow the care assistant to place the patient's belongings in the storage tray beneath the patient surface. Reportedly, the care assistant was kneeling on their right knee and their left knee was bent towards the stretcher. The patient surface reportedly lowered on the care assistant's left knee. Allegedly, their knee was injured and they were off work for a total of 11 days.